Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection, urinary tract was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced a urinary tract infection (uti) and was treated in the emergency room with oral antibiotics. The patient completed the course of antibiotics and symptoms improved. It was noted that the patient is prone to utis. The patient is scheduled for follow-up with a healthcare provider. The patient was being treated by an infectious disease doctor for recurrent utis. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced a urinary tract infection (uti) and was treated in the emergency room with oral antibiotics. The patient completed the course of antibiotics and symptoms improved. It was noted that the patient is prone to utis. The patient is scheduled for follow-up with a healthcare provider. The patient was being treated by an infectious disease doctor for recurrent utis. There were no additional patient complications.